Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was an unspecified error in the extended self test. Further information was requested regarding the error code. There was no adverse patient impact reported.